Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the autotome rx 44 and a jagwire .035 were used for cannulation. After the cut was performed, the physician positioned the tome to see if any further cut was needed and then he decided to just leave it as it is and exchange with an extractor balloon. While he began to move the endoscope and the tome to proceed with the device exchanged, it was noticed that the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the endoscope was not in a retroflexed position. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.